Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. Although requested, further information was not provided.

Event description:
It was reported that the "pump turned off without warning. Htm states that pumps not sequestered, so unable to validate concerns." There was no patient harm. Although requested, further information was not provided.